Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329; product lot/serial number (B)(6); product type: delivery system; implant date n/a; explant date n/a product ID l-evolutfx-2329; product lot/serial number (B)(6); product type: loading system; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately nine days following the implant of this transcatheter bioprosthetic valve, the patient presented for evaluation of chest pain with transient ischemic attack (tia) symptoms. The patient stated that the chest pain was substernal that began at rest with dizziness. Blurry vision was reported with diplopia and bilateral lower extremity weakness. The blurry vision had resolved, and the dizziness had improved, but the weakness in their legs was still present. Chest pain was noted as improved. As previously directed, the patient continued to take previously prescribed apixaban. The patient reported having palpitations and denied radiation of the chest pain to their back, denied shortness of breath (sob), and denied constitutional symptoms. Neurological evaluation occurred and diagnostic tests were performed. Computed tomography (CT) showed no evidence of acute intracranial process. A possible transient ischemic attack (tia) was diagnosed, and no treatment was required. The patient was to follow up with their surgeon in a week. The event was noted as resolved the next day with the symptoms resolved within 24 hours of onset. Per the physician, the event was not related to any device nor the valve implant procedure. Additional information received that during the valve implant ¿severe¿ cardiac chest pain developed. As result, a diagnostic arteriography was performed. No treatment reported as result of the arteriography. The event resolved the same date. This chest pain was reported as probably related to the implant procedure and the valve. Further information indicated that the patient was admitted to the hospital as result of the transient ischemic attack (tia) and discharged the following day.

Event description:
Additional information received indicated that the arteriography was solely diagnostic. The chest pain post procedure did not require medication. The angiogram showed no occlusion and the chest pain lessened. No further details are available.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.